Event description:
It was reported that a malfunction alarm occurred after pump was submerged in water. Reportedly, the customer to contact a healthcare provider to obtain alternate insulin therapy. There was no reported adverse impact to the customer¿s blood glucose.